Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the malfunction. The device was recertified and returned to the customer. Review of the activity log did show the device was charging, then advised the user to release the shock button. However, it cannot be determined using the logs that the shock button was being pressed by the user. There is no indication of any malfunction with the device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed a "release button" message. Complainant indicated that there was no patient involvement in the reported malfunction.